Event description:
At first routine follow-up examination, 8 days post great saphenous vein radiofrequency ablation procedure, a small non-occlusion thrombus was detected extending from the saphenofemoral junction and adherent to the wall of the common femoral vein. Patient was asymptomatic. Plavix was prescribed.